Manufacturer narrative:
Corrected section: date of event to "07/25/2019". Trackwise # (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 11/01/2019. Signs of clinical use and evidence of blood was observed on the btt. The insufflation tube was observed to be disconnected from the btt body. Blood was also observed on the tube as well. Based on the returned condition of the device, the reported failure "detachment of device or device component" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor cerifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tube for the gas flow throw became unattached for its coupler. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tube for the gas flow throw became unattached for its coupler. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h6 - device codes changed to detachment of device or device component. Updated sections: g4 (PMA/510k), h2 (if follow-up, what type), h10. Trackwise#: (B)(4).

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tube for the gas flow throw became unattached for its coupler. A replacement device was used to complete the procedure. The hospital did not report any patient effects.